Event description:
The customer reported to olympus, the insufflator was outputting a warning sound alarm and the screen became dark. The issue was found during inspection for use for an unknown therapeutic procedure. The intended procedure was able to be completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the event (alarm sounds and dark screen) occurred due to a failure of the main board. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.